Event description:
It was reported that there was leakage around the access site/thread and the product was drawing little to no blood and just air back into syringe. Per reporter, the event occurred while in use with patient in the neonatal intensive care unit. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used sample and fourteen unused sample for the lot 6098370, three unused sample for the lot 6108130 having blunt cannula and two unused 3ml syringe for the lot 3085728 was received for the evaluation and the unknown residuals were observed on the male threads of the used blood sampling kit. DHR of lot 6098370 was reviewed and it was confirmed that no non-conformities were reported during production. The visual and functional test was performed. No damage or anomalies were observed on the rest of the received product. The complaint of leakage cannot be replicated or confirmed.